Event description:
It was reported that the user experienced a low blood glucose event after a meal while using the ilet system, with a recorded nadir of 63 mg/dl following enchiladas and a soda; the user self-treated with oral carbohydrate and blood glucose subsequently rose to 86 mg/dl. Customer care provided education regarding potential mismatch between insulin action and meal absorption and instructions to monitor glucose. Investigation of this case revealed that the cause of the hypoglycemic event remained undetermined based on available information. No clinical symptoms reported during the event. Outcomes included self-management without hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.